Event description:
During a cholecystectomy, the clips would not feed into the jaw properly on the 2nd firing, clips malformed, drop shape. And after clips scissors. Another like device was used to complete. No pt consequence.